Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage was noted. The 99% stenosed lesion was located in a severely calcified and moderately tortuous right coronary artery. The promus element, mr, ous 3.00x28mm was advanced to the lesion, however, it was unable to cross the lesion. While the physician attempted to withdraw the device, resistance was encountered near the distal tip of the non bsc guide catheter. The stent was caught on the guide catheter. The device was removed carefully and it was noted that the proximal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).